Event description:
It was reported that the user interface holder broke. Patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Investigation was performed on-site by our field service engineer. The reported failure could be confirmed, and it was found that the flange of the head shaft was broken away. The flange is a part of the fixing mechanism at the bottom of the head shaft for the support hinge to the user interface. A new user interface holder was mounted. The ventilator then passed all functional and safety tests and was cleared for clinical use. No parts were returned for investigation. The broken flange implies that the user interface has been exposed to high mechanical forces. The consequence to this kind of mechanical damage is that the user interface gets detached and in a worst case falls off the ventilator carrier. Our conclusion is that the user interface has been exposed to a mechanical force greater than it is designed to sustain.